Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed onto the test system and it worked fine with the vessel sealer instrument installed. The technician used a vessel sealer extend instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations and the cut and seal function about 100 times and the e-100 worked fine without any issue. There was no physical damage found.

Manufacturer narrative:
Corrected field: annex a.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 for customer satisfaction and installed an e-100 low profile shelf since the hospital needed the low shelf for airseal. The system was tested and verified as ready for use. Isi has not received the e-100 generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the e-100 would power off by itself in the middle of the case. The customer was able to power it back on, but it would power off again after a little moment. The surgery would be completed with the regular erbe integrated electro surgical unit (iesu). The tse explained the possible causes that could explain why the e-100 would power off such as arcing, the tissue being too thin, or the presence of too much fluid. The logs were showing several 25902 errors for that surgery, pointing to an esu communication error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the biomed and obtained the following additional information: the customer reported that the e-100 had not presented any problems before the incident during which it shut down three times during the operation. The customer had not used it since the incident. There was no error-message or anything similar. The e-100 would just shut down when the operator activated the instrument. The customer had to restart the unit.